Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s high blood glucose level was in the 400 mg/dl to 500 mg/dl range. The customer's low blood glucose was 41 mg/dl. The other relevant blood glucose was 525 mg/dl. The customer treated with manual injection for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.